Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported inaccurate sensor readings. She stated that two nights ago her blood glucose was 130 mg/dl, but her sensor reading was 40 mg/dl. The low sensor readings caused the insulin pump to shut off every five to ten minutes. Customer took the sensor off and turned it back on at noon the next day. By then, everything was working fine. Customer's current blood glucose is 171 mg/dl and her sensor reading is 187 mg/dl. Customer was advised of wetting and site issues. Customer mentioned she wants the alarms to be louder because she can barely hear them at night when she is under her blankets. Nothing further reported.